Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there were several noise episodes. No programming changes were made to the rv lead. The patient was in stable condition.